Event description:
It was reported that following a gastric band implant, the pt went in for a check up in 2008. A port site infection was discovered. The port was removed in order for the site to heal. This was done as an outpatient procedure. A new port will be placed when the pt port site is acceptable for the surgery. It is not known why this occurred. The pt is stable and will be released same day.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.